Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 595 mg/dl. Customer also reported that, the type of moisture exposure was insulin leak into the compartment. Performed a self test which did not pass. Customer treated high blood glucose with the manual injection and declined troubleshooting for it. The device is expected to be returned for analysis.